Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/12/2010, 03/16/2010, 03/17/2010, and 03/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "patient can't read well" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported a patient that cannot read well following bilateral intraocular lens (iol) implant surgery. The surgeon reported the patient has asteroid hyalosis (pre-existing). The surgeon reported the patient is unhappy with her outcome. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.